Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good physical condition with no damage. During analysis, the unit was turned on with "error code 1260" and the reported problem was able to be duplicated. Service will replace the main board and reload the software of the pump to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump stopped working. There was no reported injury to the patient.